Event description:
Caller states customer administered humalog based on result of 182 mg/dl obtained on the advantage system. One and a half hours later, customer was "out-of-it" with result of 92 mg/dl obtained on the advantage system. Paramedics were called, and customer tested 27 mg/dl on professional device approximately 30-60 minutes following advantage result of 92 mg/dl. Customer was treated with oral glucose and his condition improved. Requested return of suspect device, however, the test strips have been discarded; replacement was sent.